Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. The insulin pump was unable to confirm customer received sensor damage due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer removed the sensor and found that the electrode was missing. Blood glucose value is unknown. It was stated that the doctor requested the sensor to be replaced as the customer has anxiety. The sensor would be replaced and returned for analysis.